Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After the discordant results were obtained, the customer recalibrated the instrument, ran quality control (qc) and checked other patient results obtained, all of which resulted as expected. The customer recalibrated the integrated multi-sensor technology (imt) module. Qc and patient samples were run, resulting within range. A siemens headquarter support center (hsc) specialist has reviewed the instrument data and observed a low pump rate, negative fluid deltas, and high sodium (na) standard deviation measurements verification, indicating the integrated multi-sensor technology system requires maintenance. Hsc has recommended a service visit to perform further troubleshooting, however, the customer has declined service, stating the imt is operational. The cause of the falsely elevated sodium, potassium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k), and chloride (cl) results were obtained on patient samples on a dimension vista 500 instrument. Only the discordant results of patients (B)(6) were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.